Event description:
Surgeon was firing the stapler and the automatic stapler stopped mid stapler line.====================== manufacturer response for echelon stapler, (brand not provided) (per site reporter)======================the rep for (B)(6) hospital was in the or at the time of the event